Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with urethral hypermobility and implanted with an advantage sling on (B)(6) 2006. As reported by the patient's attorney, on (B)(6) 2006, the patient underwent a revision surgery due to urinary retention post-tvt (transvaginal tape). Boston scientific has been unable to obtain additional information regarding the event to date.